Event description:
Patient had portacath placed for long term temporary chemotherapy a little over a year ago. Portacath removed about ten months post placement after conclusion of chemotherapy. When patient returned about three months after removal for follow up pet scan for cancer, he mentioned the hard nodule he felt in his chest where the portacath was removed. Pet scan revealed a small superficial foreign object. Small skin incision allowed the object to be removed.